Manufacturer narrative:
A system service check of the provis injection system, serial number (B)(4), was completed on february 19, 2016 which confirmed that the injector was operating within bayer specifications. The disposable that was in use during the event was discarded. The customer confirmed that the disposable was supplied by a third party vendor and was not a bayer/medrad product. The provis injection system operation manual cautions the user as follows: "for proper operation, use only accessories and options provided by medrad which are designed specifically for the injector system. Other accessories or options may cause equipment damage." "To minimize the potential of pressure limiting and the resultant problems, use only medrad disposable products and kits. These disposable systems are designed specifically to maximize the performance of the total injection system and give consistent and reliable results." Additional applications training has been declined by the customer. The site continues to use the provis injection system after the reported event. No further issues were reported.

Event description:
The customer reported the following to bayer: a heart catheterization was being performed while a (B)(6) male patient was connected to a provis injection system (sn (B)(4)). He was transferred to the hospital on (B)(6) 2016 alert and conversant from an outlying facility with a complaint of chest and abdominal pain. His lab work indicated that his troponins were elevated and he was to be evaluated for symptomatic aortic regurgitation. Following successful completion of the right and left heart catheterization on (B)(6) 2016, contrast medium was injected in preparation for the aortogram. After the injection, the patient's blood pressure and heart rate dropped and he became unresponsive. The patient was transferred to the intensive care unit (ICU). Upon arrival, the staff observed posturing by the patient. A code was called and the patient was taken to radiology. A CT scan of the head was performed which revealed several small areas of pneumocephalus within the frontal lobes of the brain. An MRI of the brain was performed on (B)(6) 2016, which showed multiple bilateral subcortical infarcts and no intravenous hemorrhage. On (B)(6) 2016, the patient's family decided to withdraw aggressive measures. The patient was subsequently extubated on (B)(6) 2016 and entered into hospice care. The patient passed away on (B)(6) 2016. An autopsy was declined by the family.